Event description:
Six pts were endoscoped over a 2 day period using endoscopes disinfected with rapicide for 12 min soak at 27-28 degrees celsius. Rapicide labeling calls for 5 min soak at 35 degrees celsius. While unlikely, this condition may create the potential for risk of infection to these pts.

Manufacturer narrative:
Initial user request for recalibration required for change of disinfectant type. Cu software calibration for disinfectant parameter change not accessible by end user and must be performed by custom ultrasonics. Root cause was employee sop error with effecting wrong calibration of disk. This condition affected only one of two system bays. Correctly calibrated disk was sent as replacement and the system is working perfectly as per interview with dr. (B)(6). Pts have been notified of the potential for infection risk and follow-up pt testing is scheduled as needed by the facility personnel. On-site service visit is scheduled for week of (B)(4) 2009 to confirm overall function of both systems at this facility.